Event description:
A report was received that the patient's entire system was explanted due to infection. The patient's symptoms were pain, fever, and chills. The patient was given antibiotics and the physician believes the infection was device related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.